Manufacturer narrative:
In addition to the results in b5, evaluation found the following: switch box has a dent, air/water cylinder has no color, suction cylinder has no color, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, the cover of light guide bundle is damaged, bending section cover adhesive is detached, adhesive around the objective lens has a crack, inside of the light guide lens has stain, and there is corrosion around forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer returned the duodenovideoscope for annual inspection. There was no patient involvement. During device evaluation at olympus, it was found there was a white foreign material on the light guide lens. This report is being submitted for the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, as the foreign material was not on the external surface of the device, it could not be removed by reprocessing. It is likely that the light guide lens adhesive had peeled off due to physical/chemical stress, and as a result, humidity invaded the lens which led to corrosion. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.